Event description:
Reportable based on the analysis completed on (B)(6) 2013. It was reported that during a percutaneous coronary intervention, the stent delivery system (sds) would not cross the lesion. The diffuse, 90% stenosed target lesion being treated was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. A 3.00x38mm promus element plus sds was advanced and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is good. However, the returned product analysis revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination identified proximal stent damage. Stent struts were bunched together and raised. No kinks or damage were noted along the shaft of the device. A microscopic examination of the tip and balloon found no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).